Manufacturer narrative:
(B)(4). Weight is unknown, operative report states he is significantly overweight concomitant medical products: unknown head ¿ unknown part and lot, unknown shell ¿ unknown part and lot, unknown liner ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -09319, 0001825034 -2018 -09320, 0001825034 -2018 -09324.

Event description:
It was reported that patient underwent left hip revision approximately 4 months after the second revision for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable as the product is not related to the cause of patient's revision surgery. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.